Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a retraction issue occurred with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "there was another 23 ga ultratouch butterfly that failed to fully retract when the button was pushed. Bd 367364 23 g ultratouch butterfly lot# 8313921. The defective product was discarded but I wanted bd to be aware of the issue with a 3rd lot."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA #891355. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that a retraction issue occurred with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "there was another 23 ga ultratouch butterfly that failed to fully retract when the button was pushed. Bd 367364, 23 g ultratouch butterfly, lot# 8313921. The defective product was discarded but I wanted bd to be aware of the issue with a 3rd lot."